Event description:
Customer reported experiencing occlusion alarms, which led to a trip to the emergency room and subsequent hospitalization with a blood glucose level of over 600 mg/dl. Corrective actions included the customer using manual daily insulin (mdi) and receiving intravenous fluids of saline and insulin in the hospital, which resolved the issue. There was no reported injury or permanent damage, and the customer was released after about five days. The customer reverted to manual dose injection.